Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer had high blood glucose of the 268 mg/dl which was treated with the manual injection. The customer reported that insulin pump was not delivering the insulin. The device will not be returned for analysis.